Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed and remotefe could not confirm the fault that occurred in the field. Visual inspection found no significant scratches or dents. The front bezel is in decent condition. The u-02 error occurred during startup of the erbe which was placed onto the golden system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the ebre exhibiting u-02 errors. Prior to tse being called the customer rebooted the integrated surgical electrical surgical unit (iesu) several times without change. Tse requested for a hard reboot on the iesu and the reported complaint remained. The customer was informed that he iesu was not available; since rebooting was the only option for troubleshooting for the reported system error. There was no reported injury.